Event description:
Hcp reported there were volume discrepancies with the pump - "too much med in the reservoir". The pt had been complaining of increased pain. Pt was already using oral analgesics for break through pain. A catheter fluoro xray was done that showed the catheter was okay. The pump was replaced. There have been no further volume discrepancies noted with the new pump. The pt is reported to be doing fine now.